Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. The soft cannula was not observed to be bent or kinked. Cracks were observed on the top housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Data obtained from the device generated no hazard alarms. No time outs or drive stalls were observed. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract indicating that the formed needle was incorrectly installed into the slide retract. Damage was observed under magnification of the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 1 and 4 hours. The patient received an alarm and when the pod was removed from the infusion site (abdomen), the pod's cannula was found bent.